Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient experienced right knee pain. Implantation was performed on (B)(6) 2005 and the surgery for revision is today,(B)(6) 2017. X-rays were taken and based on the films and examination it appeared that this patient may have a loose femoral component. It was determined the patient had stryker¿s duracon knee components implanted. During surgery the surgeon determined the duracon ps femur was loose and decided to explant the femoral component with osteotomes and a saw. The surgeon also explanted the duracon medium 13mm ps insert and screw. At this point, the surgeon determined the tibial baseplate, tibial augment, and cemented tibial stem were well fixed and was adamant that he did not want to explant the tibial components. Surgeon used the appropriate screw packaged with the insert to secure the polyethylene insert to the baseplate. The physician took the patient's right leg through a range of motion and determined he was satisfied and decided to close the patient.

Manufacturer narrative:
An event regarding pain & loosening involving an unknown duracon femoral component was reported. The event of loosening was confirmed. Device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that x-ray confirms loosening of the femoral component of 2nd revision but deemed the information insufficient and rejected it for a medical review. Further information such as 2nd revision operative report is needed for completion of the assesment. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patients' knee was revised due to pain & loosening of the femoral component involving implantation with the triathlon ts femur and duracon ps insert. The event of loosening was confirmed as per provided medical records that were submitted to consulting clinician who indicated that x-ray confirms loosening of the femoral component but deemed the information insufficient and rejected it for a medical review. The root cause of the event could not be determined because insufficient information was provided. Further information such as return of device & 2nd revision operative report are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient experienced right knee pain. Implantation was performed on (B)(6) 2005 and the surgery for revision is today, (B)(6) 2017. X-rays were taken and based on the films and examination it appeared that this patient may have a loose femoral component. It was determined the patient had stryker¿s duracon knee components implanted. During surgery the surgeon determined the duracon ps femur was loose and decided to explant the femoral component with osteotomes and a saw. The surgeon also explanted the duracon medium 13mm ps insert and screw. At this point, the surgeon determined the tibial baseplate, tibial augment, and cemented tibial stem were well fixed and was adamant that he did not want to explant the tibial components. Surgeon used the appropriate screw packaged with the insert to secure the polyethylene insert to the baseplate. The physician took the patient's right leg through a range of motion and determined he was satisfied and decided to close the patient.